Event description:
It was reported that a pump malfunction occurred after it fell to the floor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer contacted technical support, who provided instructions to reset the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappears.